Manufacturer narrative:
The events of capsular contracture baker grade unknown and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma-late.

Event description:
Patient reported left side "patient began to experience severe pain and discomfort", "swelling", "the prosthesis turning inside the breast and becoming something pointed", "redness in the breasts", "capsular contracture" baker grade unknown, "patient was extremely shaken, extremely distressed, low self-esteem and insecurity, besides there is a constant concern of having a cancerous product and being at risk to develop cancer at any time", "fluid was formed in the patient's left breast", "ripples in the prosthesis" and "benign calcifications". The device remains implanted.